Event description:
It was reported that a 41-year-old caucasian female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was confirmed via mammogram and MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Reason for reoperation: leakage.

Manufacturer narrative:
On november 11, 2022, the mentor failure analysis lab received the device for evaluation. On november 14 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 450cc breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot-6831348). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 18, 2022, mentor became aware the patient would undergo explantation on (B)(6) 2022. Section d6b, date of explant: (B)(6) 2022 manufacturer¿s reference number: (B)(4).